Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm trace pointers are invalid, history pointers failed, the watchdog test during self-test failed and post-reset ram crc alarm. Customer's blood glucose at time of incident was unknown. Customer was advised that these are errors that do not necessarily mean the pump has to be replaced but patient stated that she does not trust pump and would like to replace it. Customer has already discontinued use of pump. The customer was advised to return the pump and we will replace it.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 23, 46, 49 or 68 noted during testing. The insulin pump had minor scratched lcd window and case.